Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of atrial fibrillation (afib). The length of the membranous septum was 3.8mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 22mm, non-abbott balloon. The patient was developed with a heart block. During the procedure, the valve was able to be implanted successfully at a depth of 3mm on the non-coronary cusp (ncc). A temporary pacemaker was placed to stabilize the rhythm. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-procedure, on the following day, permanent pacemaker was implanted to resolve the event. The patient was reported to be discharged.